Manufacturer narrative:
(B)(4). The local service representative evaluated the device and resolved the malfunction by replacing the power pca.

Event description:
The customer reported that the device was failing to boot/power up. The local service representative confirmed that the error code 01000 symptom had returned. This error code 01000 is indicated concomitant with the message/instruction defib failure cycle power and halting of operation. There was no report of patient involvement or adverse patient impact.